Manufacturer narrative:
Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Physician reported right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on sep 26, 2017 with lot number 1515374. Visual analysis was performed which identified an opening on anterior, yellow particles in fill channel, fold creases and wear abrasion. Leak test was performed which identified leakage per brown particles, these particles were removed and, subsequently, a leak test was performed which identified no leakage in the valve. Microanalysis identified a sharp opening on crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: crease sharp assessed as fold flaw opening.

Event description:
The device has been explanted.